Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall status report - 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load cartridge phase the pump did not detect the filled cartridge and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Also related to the issue, the ball and seal were found to be missing from the drive assembly. Unrelated to the complaint, the keypad was found to be torn at the ok button and peeling at the contrast button. All keypad buttons were found to be responding appropriately. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated, the display screen was found to be faded and discolored.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that beginning on (B)(6) 2012, the load step would not stop and the pump pushed all of the insulin out of the cartridge. The load step issue reportedly happened three times with two different cartridges. The reporter confirmed that the patient was not attached to the pump at the time of the alleged load step malfunction. The pump reportedly emitted a "no cartridge detected" message. The patient was reportedly disconnected from the pump and changed to a back-up plan. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged load step malfunction.